Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for a normal scheduled follow-up where it was noted that the device had reached end of life (eol) two months earlier. Upon review of the device data, six months earlier the battery status gauge showed one and a half years remaining. A device replacement procedure was scheduled. It was noted that the clinician felt the longevity of the device was acceptable. No adverse patient effects were reported.